Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The pt changed her infusion set a night before, shortly thereafter she began having blood glucose levels. They did not attempt to change the set or site. The next day she was brought to the hospital when her blood glucose was "hi". She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed. No anomalies were found. No operational or functional failure was detected and the product was within spec.